Event description:
On (B)(6) 2014, a gore® acuseal vascular graft was implanted as a dialysis access graft. Within a month following implantation, the gore® acuseal vascular graft reportedly occluded.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4) - additional patient history: (B)(6) 2014 - patient received thrombolysis, percutaneous thrombectomy and balloon angioplasty.